Event description:
It was reported that a patient presented in clinic for follow up. Post-sensed t-wave oversensing was observed. The patient received inappropriate atp therapy. Programming changes were suggested.

Manufacturer narrative:
No medwatch form was received.